Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a weak battery due to corroded battery tube. Insulin pump received with cracked display window corner, minor scratches on display window, cracked reservoir tube, reservoir tube lip and broken belt blip slot.

Event description:
It was reported that the customer had constant weak battery alarms occur with their insulin pump. The customer also stated that the insulin pump had a crack in the left hand corner of the screen. Customer's blood glucose level was reported at 130 mg/dl. Product is being replaced. No further information provided.